Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the split septum port fell out of the connector body while flushing the port. There was no patient harm or medical intervention reported. Although requested, no additional patient or event details were provided by the customer.